Event description:
Additional information received report that difficulty was encountered while advancing lead. The representative reports she was currently in or (operating room). Reports they had unscrew the setscrew and having difficulty advancing the lead to the last electrode on the ins (stimulator). Reports the last electrode feels like there was a resistance. Caller reports physician had tried multiple times advancing without any success. The representative reports the 2nd stimulator advanced the lead fine, without any difficulty. Additional information reports the stimulator will be returned for analysis. The representative spoke to technical services and she advices doctor to try multiple different things and couldn't get lead in after all suggestions.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3889-28, lot # va0t9eh, implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found no anomalies.